Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing an unresponsive touchscreen when trying to enter information. There was no adverse impact to customer's blood glucose. During troubleshooting with tandem technical support, the issue was resolved.